Event description:
Today during a cysto stone manipulation case, the doctor indicated the little plastic piece on the end of the stone extractor popped off when pulling the stone extractor back through the scope. The plastic piece was removed from the patient's bladder using a grasping forcep. Numerous complaints have been logged for this same issue and the doctor no longer wants this device and is going to use boston scientific until cook fixes the problem.

Manufacturer narrative:
One opened package containing a used stone extractor was received along with a specimen cup containing a small clear tube. The clear tube should have measured 1cm in length and was noted to be accordion down to 5mm. Scrape marks were observed on the basket sheath leading to the location of the clear tube. The shrink tube was most likely pulled off and the basket sheath was damaged when being removed on an instrument of undetermined origin. There was no harm to the patient.